Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported a patient experienced a break in aseptic technique, which caused peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized and was treated with ip injections of vancomycin, 1.5 gm (l.d.), fortum 250mg (frequency not reported) and intravenous meropenum 500mg twice a day (bd). Outcome for the event was unknown. No additional information is available.